Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the suspected peritonitis event. The cause of the event, treatment for the event, action taken with dianeal therapies, and patient outcome were not reported. No additional information is available.